Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Customer¿s blood glucose level was above 29 mg/dl at the time of the incident. The customer¿s current blood glucose level was 504 mg/dl. Customer treated with food. Customer did not have time to troubleshoot for low blood glucose. Customer also reported damage to the insulin pump. Advised to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Product will not be returned for analysis.